Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span april 13, 2005 through october 7, 2011 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from april 14, 2005 through october 6, 2011 were not provided. Patient information: medical history: smoker: date unknown: smokes 1 pack/day. Surgical procedures: [none provided]. Implant preoperative complaints: (B)(6) 2005: ¿symptomatic umbilical hernia approximately 2 to 3 cm in diameter.¿ implant procedure: laparoscopic umbilical herniorrhaphy using a 10 x 10 cm ¿dualmesh gore-tex¿ patch. [Implant: gore® dualmesh® biomaterial, 1dlmc03/03128338, 10 cm x 15 cm x 1 mm thick, oval]. Implant date: (B)(6) 2005: description of hernia being treated: ¿the abdomen was draped in normal sterile fashion. A 10 mm optiview was used to enter the abdomen in the left upper quadrant. Two 5 mm ports were placed in the left lower quadrant. Once inside the abdomen, it was found that the patient had a reducible, approximately 3cm, umbilical hernia.¿ implant size and fixation: ¿the sac was excised and an appropriate dualmesh gore-tex was measured out to 10 x 10 cm to get adequate 3 cm margins on each side. The dualmesh was cut appropriately, four stitches were placed at the 12, 3, 6, and 9 o¿clock position. Using a suture passer, this was brought through the abdominal wall and tied down in its appropriate position. The protacker was used to go circumferentially placing tacks approximately 1 cm apart in a circumferential fashion through the abdomen. At the completion of the procedure, the mesh was seen and evaluated in its appropriate position which was with the rough side toward the peritoneum and the smooth side toward the abdominal contents and the intestines. There was no evidence of any hemorrhage. There was no evidence of any small bowel contents, any enterotomies, colotomies or hollow viscus perforation. The ports were removed. The insufflation was removed and the skin was closed using 4-0 monocryl.¿ (B)(6) 2005: post-operative instruction record: ¿dressings: may remove in 2 days. You may shower in 3 days. Do not disturb steri strips.¿ records between 4/13/05 and 10/07/11 were not provided. Explant preoperative complaints: (B)(6) 2011: ¿the patient is a 50-year-old male with previous umbilical hernia repair with goretex 2006, now with recurrence in umbilicus and new supraumbilical ventral hernia.¿ explant procedure: laparoscopy, surgical; repair of recurrent umbilical hernia or initial ventral hernia, age 5 years or over; reducible; implantation of mesh or other prosthesis for incisional or ventral hernia repair. Explant date: (B)(6) 2011: ¿new supraumbilical ventral hernia 2 cm, defect in previous goretex patch at the umbilicus.¿ ¿a skin incision was made in the luq and the 12 mm optview port used to gain access to the abdominal cavity under direct visualization. Care was taken to avoid injury to the underlying structures. Pneumoperitoneum was created. Additional 5 mm ports were introduced under direct vision through the skin incisions after injecting the incision site with local anesthetic agent along the left midaxillary line. The contents of the hernia were reduced using sharp and blunt dissection. The old previous mesh was removed that covered the umbilicus where the recurrent defect was found. One peritoneal artery of the abdominal wall was clipped that had been adherent to the goretex mesh. Care was taken to avoid any injury to the intestinal tract or other structures. A 10 x 15 cm size piece of c-qur mesh was introduced into the abdominal cavity. The mesh was used to cover the fascial defects of the hernias with adequate overlap of good fascia and was held in position with laparoscopic tacks (securestrap). Gas was evacuated from the abdomen and the ports were removed with no signs of bleeding. The skin edges of the incisions were approximated using 4-0 monocryl in a subcuticular fashion, and sterile dressings were applied.¿ pathology report detailing analysis of the device explanted during the (B)(6) 2011 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2005, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh revision, removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/13/2005 were not provided. 04/13/05: (B)(6) medical center. Anesthesia record. Wt 202lbs, asa 2. Resp: smoking. 04/13/05: (B)(6) medical center. (B)(6). Op report. Pre/postop diagnosis: symptomatic umbilical hernia. Operation: laparoscopic umbilical herniorrhaphy using a 10 x 10 cm dualmesh gore-tex patch. History of the patient: symptomatic umbilical hernia approximately 2 to 3 cm in diameter. The risks and complications of the procedure were discussed with the patient. He understands and consent was obtained. Description of operation: ¿the patient was brought to the operating room, adequate time-out technique was done to identify the patient. Intravenous antibiotics were given. The abdomen was draped in normal sterile fashion. A 10 mm optiview was used to enter the abdomen in the left upper quadrant. Two 5 mm ports were placed in the left lower quadrant. Once inside the abdomen, it was found that the patient had a reducible, approximately 3cm, umbilical hernia. The sac was excised and an appropriate dualmesh gore-tex was measured out to 10 x 10 cm to get adequate 3 cm margins on each side. The dualmesh was cut appropriately, four stitches were placed at the 12, 3, 6, and 9 o¿clock position. Using a suture passer, this was brought through the abdominal wall and tied down in its appropriate position. The protacker was used to go circumferentially placing tacks approximately 1 cm apart in a circumferential fashion through the abdomen. At the completion of the procedure, the mesh was seen and evaluated in its appropriate position which was with the rough side toward the peritoneum and the smooth side toward the abdominal contents and the intestines. There was no evidence of any hemorrhage. There was no evidence of any small bowel contents, any enterotomies, colotomies or hollow viscus perforation. The ports were removed. The insufflation was removed and the skin was closed using 4-0 monocryl. Complications: none. Condition: stable to recovery. Estimated blood loss: minimal. Findings: approximately 2 to 3 cm reducible umbilical hernia.¿ (B)(6) 05: (B)(6) medical center. Progress record. Implant sticker. Dualmesh biomaterial. Lot: 03128338. Item: 1dlmc03. Op note: pre/postop diagnosis: umbilical hernia. Procedure: repair of umbilical hernia laparoscopically with gore-tex mesh. The records confirm a gore® dualmesh® biomaterial (03128338/1dlmc03) was implanted during the procedure. (B)(6) 05: (B)(6) medical center. (B)(6). One day surgery post-operative instruction record. Physician appointment: 7-10 days in office call for apt. Activity: rest today; avoid any strenuous activity or driving for 7-10 days until you see dr. Diet: liquids and increase gradually. Dressings: may remove in 2 days. You may shower in 3 days. Do not disturb steri strips. Special instructions: may use ice 20 minutes on and 20 min off if necessary, for pain and or swelling. Abdominal binder on at all times for 1 month. Report the following symptoms to your physician: fever greater than 101, severe pain, inability to void. Records between (B)(6) 05 and (B)(6) 11 were not provided. 10/07/11: (B)(6). Operative report. Pre/postop diagnosis: recurrent umbilical hernia and new ventral hernia. Operation: laparoscopy, surgical; repair recurrent umbilical hernia or initial ventral hernia, age 5 years or over; reducible; implantation of mesh or other prosthesis for incisional or ventral hernia repair. Findings: ¿new supraumbilical ventral hernia 2 cm, defect in previous goretex patch at the umbilicus.¿ specimen and disposition: ¿old mesh removed along with some tacks. Indications and history: the patient is a 50-year-old male with previous umbilical hernia repair with goretex 2006, now with recurrence in umbilicus and new supraumbilical ventral hernia. The risks, benefits, complications, treatment options, expected outcomes and alternative treatments were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, injury to an intra-abdominal organ, bleeding, recurrent hernia, failure to diagnose a condition and creating a complication requiring transfusion or open operation were discussed with the patient who freely signed the consent. Description of operation: the patient was seen in holding room and the site of surgery properly noted/marked. The patient was taken to operating room swb or 04, identified as william m. Decker jr. And the procedure verified as laparoscopic repair of initial incisional hernia, age 5 years or over; reducible. A time out was held and the above information confirmed. The patient was placed in the supine position. After the induction of adequate endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. A 50/50 mixture of 1 % xylocaine and 0.5% bupivacaine was used for all port sites prior to incisions. The local anesthetic agent was injected into the skin along the path of the intended incision. A skin incision was made in the luq and the 12 mm optview port used to gain access to the abdominal cavity under direct visualization. Care was taken to avoid injury to the underlying structures. Pneumoperitoneum was created. Additional 5 mm ports were introduced under direct vision through the skin incisions after injecting the incision site with local anesthetic agent along the left midaxillary line. The contents of the hernia were reduced using sharp and blunt dissection. The old previous mesh was removed that covered the umbilicus where the recurrent defect was found. One peritoneal artery of the abdominal wall was clipped that had been adherent to the goretex mesh. Care was taken to avoid any injury to the intestinal tract or other structures. A 10 x 15 cm size piece of c-qur mesh was introduced into the abdominal cavity. The mesh was used to cover the fascial defects of the hernias with adequate overlap of good fascia and was held in position with laparoscopic tacks (securestrap). Gas was evacuated from the abdomen and the ports were removed with no signs of bleeding. The skin edges of the incisions were approximated using 4-0 monocryl in a subcuticular fashion, and sterile dressings were applied. Estimated blood loss was negligible. All counts were reported as correct. The patient was taken to pacu in satisfactory condition.¿ there is no mention of infection involving the gore device. 10/07/11: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.